Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. The device involved in this incident was not returned to belmont for investigation. The incident was initially reported to belmont on 08 nov 2022 and investigated at which time we determined that it did not meet the criteria to be reported. Subsequently belmont received mir (B)(4) and this report was submitted as a response. The user was using the criticool and natus obm together and the obm appears to have produced a trace which is derived from (or complicated by) non patient eeg influences. The user in this case was using the criticool wrap, with the head end wrapped around the patient's head, contrary to the instructions for use which state "the head and arms of infant patients should not be wrapped." After review, it was found the criticool device worked as designed. Although noise was seen in the signal of the eeg, device functionality of the criticool was not impacted. This issue was only reported when the patient's head was wrapped, contrary to the IFU. The criticool IFU provides instructions and shows images of how to correctly wrap the patient which does not include the head. The instructions for use informs the user that," the head and arms of infant patients should not be wrapped". All curewraps are 100% leak tested by the manufacturer prior to release for shipment. Evaluation: the device history record was reviewed and no similar issues were identified. The interference is obvious to the user while monitoring device waveforms. Thermoregulation can be continued through other means. There was no report of patient harm. The noise from the eeg signal could be verified from the provided image. It was determined that the patient's head was wrapped by the curewrap while connected to the criticool unit. Belmont has not performed any testing regarding the interference of the criticool on other medical devices with this wrapping method. A potential source of the noise on the eeg signal is interference from the criticool and curewrap while the head is wrapped. There was no impact to the functionality of the criticool and no device malfunction could be verified. The user facility reported that there were no clinical consequences for the patient. We will continue to monitor this type of incident and take further corrective and preventive actions if required.

Event description:
Belmont received mir reference number (B)(4). Term baby was admitted to neonatal unit for suspected hypoxic ischaemic encephalopathy. Therauptic hypothermia was commenced. Baby suffered from early seizures which needed 2 doses of phenobarbitone. Baby received further anticonvulsants, levetiracetam -2 doses, midazolam infusion for 2 hours as cerebral function monitor (cfm) showed cyclic pattern of electrical brain activity which was intrepreted as seizures. Pattern was felt to be too consistent to likely to be brain activity, cycling high and low almost exactly every 12 minutes. It was felt to be artifect. Cooling machine was changed, and cfm did not show similar cycling pattern. Cyclical appearance on cfm was probably due to interference from faulty cooling equipment. How ever as those patterns were at the time interpreted as seizures, baby.